Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, high atrial impedance measurements were noted. The device was reprogrammed; the patient was in stable condition. No additional information was available at this time.